Manufacturer narrative:
The conducted investigation showed that the power components within the system were not disturbed. The d55 board was replaced as a precaution, and the system was brought back to specifications. Siemens local service engineer followed up with the customer a week after the occurrence and confirmed that no reoccurrence of the phenomenon was observed an extensive investigation could not be performed as the d55 board had not been returned for a detailed analysis. The root cause of the reported incident could not be determined. According to system experts, the d55 board had a malfunction which prevented distribution of power to the main unit of the system. The spare parts consumption of the defective power supply was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
7/18/2024: supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the cios alpha va30 system. During an interventional procedure, no x-ray exposure was available. The patient had to be moved, and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.